Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on a 3.00 x 30, de novo, concentric shape, located in the mildly tortuous left anterior descending artery (lad). A 2.00 x 12mm balloon was advanced to predilate the lesion. Following predilatation, a 3.00 x 32 synergy stent was deployed at nominal pressure. It was noted that significant resistance was encountered while operating the device. Following deployment, an angiogram revealed a distal edge to dissection. A 16 x 3.00 promus premier select stent was deployed to cover the dissection and complete the procedure. No further patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.

Manufacturer narrative:
A2 age at time of event: 18 years or older. E1 initial reporter first name and initial reporter last name: corrected.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on a 3.00 x 32, de novo, concentric shape, located in the mildly tortuous left anterior descending artery (lad). A 2.00 x 12mm balloon was advanced to predilate the lesion. Following predilatation, a 3.00 x 32 synergy stent was deployed at nominal pressure. It was noted that difficulties operating the device occurred. Following deployment, an angiogram revealed a distal edge to dissection. A 16 x 3.00 promus premier select stent was deployed to cover the dissection and complete the procedure. No further patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on a 3.00 x 32, de novo, concentric shape, located in the mildly tortuous left anterior descending artery (lad). A 2.00 x 12mm balloon was advanced to predilate the lesion. Following predilatation, a 3.00 x 32 synergy stent was deployed at nominal pressure. It was noted that difficulties operating the device occurred. Following deployment, an angiogram revealed a distal edge to dissection. A 16 x 3.00 promus premier select stent was deployed to cover the dissection and complete the procedure. No further patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.